Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm readings during an extreme low (cgm 100-120 mg/dl, bg 39 mg/dl). Pt reported having issues with inaccuracies the last three weeks and that he had been wearing his sensors for 2-3 weeks at a time, exceeding the 7-day period for sensor wear. Pt required medical intervention, and paramedics were called. Paramedics treated pt at home with an IV. Pt was fine at the time of his call to dexcom technical support.